Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 60151 were returned and analyzed. The data files showed that 3 applications were performed with the returned balloon catheter on the date of the event. Additionally, 8 applications were performed with a different balloon catheter and two system notices #50012 ¿the refrigerant delivery path is obstructed¿ and #50002 ¿the system has detected an electrical component failure¿ were received. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The balloon catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection and pressure test did not show any leak on catheter. The od of balloon proximal bonding were within specification. Insertion and retraction test was performed with the returned sheath and tested without any issues. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was intermittently introduced upon aspiration of the balloon catheter. The balloon catheter was removed, and inflation outside of the body was attempted without resolve. The push button was pressed and deflation was performed, but the issue persisted. It was noted that air was not introduced when the balloon catheter was not inserted, therefore the balloon catheter was then replaced, with resolve. It was also reported that a system notice was received indicating that the refrigerant delivery path was obstructed. The continue button on the console was pressed with resolve. Additionally, the temperature was not as expected, and a system notice was received indicating that the system detected an electrical component failure. The electrical umbilical cable was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.